Event description:
A report was received that during a trial procedure, the pt woke up with extreme pain. The physician determined that it was procedure pain and was not caused by the device. The physician chose to abort that trial and the leads were pulled. The pain issue was resolved and the pt was reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the physician's office and will not be returned to bsn for eval. This is the final report.